Event description:
The patient was a female but the age unknown. The target lesion was the mid right coronary artery (rca). The vessel was an in-stent restenosis of a competitor's bare metal stent. The lesion was highly calcified and moderately tortuous. There was 90% stenosis. A 2.5 x 18mm cypher stent (lot i1106050) was delivered to the target lesion. While delivering the cypher, the physician friction. Then, negative prep was conducted to remove air from the stent delivery system (sds) at the target lesion, and the physician observed blood inside the inflation device. Therefore, the sds was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
This device (lot i1106050) is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.